Event description:
Reported issue: reported issue: the doctor failed to fire staple while using the device on the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the visistat 35r 6/box lot# 73b2200859 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared typical. The stapler was returned with 20 staples remaining in the cover block indicating at least 15 staples were fired by the customer. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. No staple fired on the second attempt. Multiple attempts were made and the next five staples fired properly. The remaining staples were able to be fired into a simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Per DHR the product visistat 35r 6/box lot # 73b2200859 was manufactured on 02/28/2022 a total of (B)(4) pieces. Lot was released on 03/16/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be d etermined what caused the stapler to misfire. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently fire staples correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the stapler to misfire. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: reported issue: the doctor failed to fire staple while using the device on the patient.